Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported they didn't think the device was functional because the consumer never had the battery replaced that was implanted in 2004. Relevant medical history includes multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.